Event description:
It was reported that the implantable pacemaker pacing impedance measurement has increased from 572 ohms to 1421 ohms over the past seven months on this right ventricular (rv) lead. There was no evidence of noise nor other significant lead changes observed. The presenting electrogram (egm) shows appropriate device function. A lead assessment with a programmer was recommended. At this time, the lead and device remain in service. No adverse patient effects were reported. Received additional information, over the past 12 months there has been a gradual rise in impedance and threshold measurements. This right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 2,001 ohms triggering a lead safety switch (lss) from bipolar to unipolar. The presenting electrogram (egm) shows appropriate device function. This alert will not retrigger until the device is interrogated with a programmer. The health care professional (hcp) advised the patient was notified to be evaluated in-clinic next week. At this time, this lead and the device remain in service. No adverse patient effects were reported. Received additional information the patient was seen in-clinic. The lead was checked in unipolar and bipolar configurations and both displayed high thresholds and impedances. There was no noise or pacing inhibition observed. The physician advised a lead replacement will be scheduled for a future date. The daily measurement for pacing range was increased to 3,000 ohms and the lead was reprogrammed to bipolar configuration. The threshold appears to be stable at this time. At this time, this rv lead and the device remain in service. No adverse patient effects were reported. In both configurations.

Event description:
It was reported that the implantable pacemaker pacing impedance measurement has increased from 572 ohms to 1421 ohms over the past seven months on this right ventricular (rv) lead. There was no evidence of noise nor other significant lead changes observed. The presenting electrogram (egm) shows appropriate device function. A lead assessment with a programmer was recommended. At this time, the lead and device remain in service. No adverse patient effects were reported. Received additional information, over the past 12 months there has been a gradual rise in impedance and threshold measurements. This right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 2,001 ohms triggering a lead safety switch (lss) from bipolar to unipolar. The presenting electrogram (egm) shows appropriate device function. This alert will not retrigger until the device is interrogated with a programmer. The health care professional (hcp) advised the patient was notified to be evaluated in-clinic next week. At this time, this lead and the device remain in service. No adverse patient effects were reported. Received additional information the patient was seen in-clinic. The lead was checked in unipolar and bipolar configurations and both displayed high thresholds and impedances. There was no noise or pacing inhibition observed. The physician advised a lead replacement will be scheduled for a future date. The daily measurement for pacing range was increased to 3,000 ohms and the lead was reprogrammed to bipolar configuration. The threshold appears to be stable at this time. At this time, this rv lead and the device remain in service. No adverse patient effects were reported. Received additional information the patient was admitted to hospital to have a new rv lead inserted. A venogram of the left subclavian vein was performed where it was discovered that there was no apparent access to implant another rv lead via the left subclavian vein. The implanting physician decided to manage the old rv lead conservatively and hold off on implanting a new dual chamber system on the right side of the patient. It was noted the daily pacing impedance measurement range increased to 3,000 ohms. There was no presence of noise on the rv lead with isometric exercises or movement of the generator. Imaging was performed of the pacemaker system and there was no visual evidence of a lead fracture. At this time, the lead and device remain in service. No adverse patient effects were reported.